Manufacturer narrative:
The suspect device was recently received. No evaluation results available as of this date.(B)(4).

Event description:
It was reported that immediately after insertion, it was discovered that the cuff did not fill (inflate). The cannula was exchanged right away. The product was not tested prior to use. It was reported that there was no patient harm and no medical intervention required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
One sample was received for evaluation in its original package. The device was re-inflated, and no restrictions or issues were observed. The unit was leak tested under water, and no leakage was noted. It was left inflated for twenty-four hours without any issues. It was deflated without problems and performing as expected. The reported customer failure mode was not confirmed. (B)(4).